Manufacturer narrative:
Analysis of the 8598a catheter revealed no anomaly found. Analysis of the 8596sc catheter revealed no significant anomaly catheter body dried drug, blood, foreign material occlusion.

Event description:
It was reported that the patient experienced a loss of pain control and less than 50% therapy relief. A catheter dye study was done and it failed. The location of the catheter issue was unknown. The catheter was replaced on the report date. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine and bupivacaine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.